Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient using an ilet with a dexcom g6 received an "unable to proceed, connect cgm" alert when attempting to announce a meal, and cgm data showed a paired transmitter with an active sensor. The pump was reportedly off for a period and capillary glucose was reported as 288 mg/dl, later normalizing to 176 mg/dl and then 89 mg/dl. Symptoms included hyperglycemia while the pump was off. Outcomes included transient disruption of automated insulin dosing until cgm communication resumed and glucose returned to target range. Investigation included troubleshooting and user education regarding cgm connectivity. Investigation of this case revealed a temporary dexcom g6 transmitter communication issue. It was concluded that the event was due to intermittent cgm signal loss, with no evidence of device malfunction of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.